Event description:
The customer was hospitalized for low bgs. The customer mentioned that they started a new exercise program. The set was changed and the customer was disconnected during the rewind and prime. Troubleshooting could not be completed due to blank display. Instructed the customer to change the batteries and reinserted properly. The blank display continues. Requested the customer to remove the batteries and check if the contacts are missing or damaged. The customer stated that the pump is cracked near the battery compartment. Advised the customer to revert to back plan of manual injections and call back the help line if further assistance is needed.